Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 15 june 2015. The fse found the wash probe #3 was defective and replaced the probe. The wash delivery system was decontaminated. The aia-2000 was working as intended. No further action required by fse. The most probable cause of the reported event was the wash probe.

Event description:
On (B)(6) 2015, a customer reported error 2233 bf probe #3 waste overflow with their aia-2000 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ipth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.